Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 3.0 x 200 mm armada 14 was advanced to the lesion; however, it would not inflate and could not hold pressure. A leak was not noted. Another armada was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported difficulty inflating was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.